Event description:
The design of the device to measure intracranial pressure has the potential to lead to an error. The measurement column on the drainage system device does not have the ability to lock the column on a unit of measure. The column can easily be unknowingly switched from mmhg to cmh2o. Manufacturer response for device, monitoring, intracranial pressure, duet¿per site reporter). Lack of responsiveness, no change in product.